Manufacturer narrative:
Suspect lot review: potential lot# 3369021(mfg. 12/2016) (B)(4) units; lot# 3369030 (mfg. 12/2016) (B)(4) units; lot# 3369022 (mfg. 12/2016) (B)(4) units and lot# 3396526 (mfg. 02/2017) (B)(4) units. None of the suspect lots cited any exception documents.

Event description:
Complaint received reporting component separation/air leak with use of 42632-05 72" transpac® IV monitoring kit. Facility clinicians are reporting that there have been a multiple number where the 42632-05 mtg. Kits bonded arterial tubing line connection "under the squeeze flush" separated resulting in air getting into the transducer. The 42632-05 devices were removed, replaced and all but one were reportedly discarded. One of the 42632-05 devices is currently with facilities risk management. No adverse patient consequences reported.